Event description:
7 year old female with sensorineural hearing loss, bilateral speech and language development delay due to hearing loss on (B)(6) 2024 she underwent left cochlear explant/re-implant for concern for device failure due to recall and sensorineural hearing loss (snhl), bilateral cause: manufacturer device recall cochlear explantation for device failure left imp cochlear hires ultra 3d ci hifocus slimj electrode. Manufacturer: advanced bionics corp.